Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). The device was programmed to deliver a 107 volume to be infused of potassium chloride (kcl) from a 100ml bag (rate unknown), and about 30ml was left in the bag at the end of the infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.